Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.1. Cloud - operating system: n5004l-am-q-mv01602-06-01.06. Cloud - hardware: n5004l. Cloud - cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported receiving an uncommanded bolus of 15 units while sleeping, resulting in hypoglycemia. Blood glucose levels declined to 40 mg/dl. The patient's spouse call emergency medical services (ems) and administered glucagon. Ems tested the patient's blood pressure but did not provide any further treatment. The patient did not require transport to the hospital.